Manufacturer narrative:
This is 2 of 2 reports for this event. The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the left middle cerebral artery m1 segment. During the procedure, embolization to new territories (a1, a2 and a3 segment) occurred; therefore, another retriever device was used to remove the emboli from the new territories. The procedure was completed successfully and the patient was later discharged to a rehabilitation hospital. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, embolus is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the left middle cerebral artery m1 segment. During the procedure, embolization to new territories (a1, a2 and a3 segment) occurred; therefore, another retriever device was used to remove the emboli from the new territories. The procedure was completed successfully and the patient was later discharged to a rehabilitation hospital. No further information is available.